Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no activity related to the complaint. A prime sequence and 24 hour duration test were successfully completed with no loss of prime warnings or alarms. The force sensor calibration measured within specifications. The pump was opened and no damage was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that when the ok button was held down during the go prime step, the pump skirted insulin as opposed to releasing small drops of insulin. It was reported that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.